Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular lead was frequently dislodged. The lead dislodgement was confirmed by x-ray. The lead was not used and replaced during the procedure. The patient was recovering and in stable condition.